Manufacturer narrative:
Stryker determined that the cause of the reported issue was the main keypad assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that all of the buttons except for the power button were not functioning. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the observed reportable event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed all buttons except the power button were inoperable. Stryker replaced the main and printer keypads and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that all of the buttons except for the power button were not functioning. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the observed reportable event.